Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and the right atrial lead exhibited some oversensing of myopotentials and crosstalk. It was also noted that there was a slight decrease in impedance and a drop in sensing and on the atrial lead. The right ventricular noise was not reproducible but the atrial lead noise was reproducible with arm movements. On (B)(6) 2018, the patient presented in clinic and the device was reprogrammed. Patient was stable and will continue to be monitored.